Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred.

Event description:
On 23-feb-2023, a spontaneous report from the united states was received regarding a female of unknown age. The consumer applied a medium-sized welly bravery badges assorted floral variety topically on 19-feb-2023. It was reported that the bandage was worn for 6 hours. When it was removed it hurt. She was bleeding as the bandage removed skin and saw excess skin on the bandage. After fifteen minutes the bleeding stopped. She used neosporin on the area and avoided placing other bandages over the area.